Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this pacemaker had sudden brady response episodes stored in configured collection period with an abrupt drop in sinus rate. Atrial channel oversensing of ventricular signals were observed on presenting electrogram (egm). This pacemaker remains in service. No adverse patient effects were reported.